Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert while using a teflon 6 mm, 23 in infusion set; the user replaced the infusion set, cartridge, and connector, after which the occlusion resolved, and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities or need for medical care. Investigation included technical troubleshooting and user education. Investigation of this case revealed an occlusion consistent with an infusion set or fluid path obstruction that resolved with supply replacement; no device malfunction was observed by the user after the change. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set or consumable issue.